Event description:
On (B)(6) 2005, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, an add'l procedure was performed whereby two iliac extender components were implanted. On (B)(6) 2013, a follow-up CT scan showed aneurysm enlargement (amount unk) to 6.6 x 8cm. On (B)(6) 2013, an add'l procedure was performed to treat the aneurysm enlargement. Intra-operative angiography reportedly showed no evidence of endoleak. However, it was reported there were a couple ilio-lumbar vessels present that were possibly feeding into the aneurysm sac. Those vessels were covered with three add'l devices. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The exact cause of the aneurysm enlargement could not be determined with the provided info. Add'l devices implanted and involved in this event: (B)(4). Please note: the (B)(6) 2011 intervention was previously reported under medwatch number: 2953161-2011-00187.